Event description:
Medrad t-connector included in stellant dual syringe package - cat # sds-ctp-qft; lot# 56345 - is not connecting to the "b" side syringe on the power injector. Med-rad notified and part requested to be returned to them by technical specialist. This has happened periodically in past case, including once when flush injection dislodged connection from syringe.